Event description:
As reported, the balloon of a .014-inch saber x percutaneous transluminal angioplasty (pta) balloon catheter ruptured on the first inflation during use in a below-the-knee procedure. There was no reported patient injury. The procedure was a superficial femoral artery/below-the-knee case, and there were no reported issues for the patient or treatment. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.